Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2025 as the exact event date was not reported. Device evaluated by MFR: the device was not returned since it was discarded at the healthcare facility, but device analysis was performed using the photo received. It was observed that the stent was kinked and detached. The reported suture break was unable to be confirmed.

Event description:
It was reported that suture break occurred. A 12f flexima apdl drainage catheter was selected for use. Post catheter placement, it was noted the catheter was breaking at the hub and suture area. The device was removed from the patient in one piece, and it was exchanged with a new drainage catheter. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2025 as the exact event date was not reported.

Event description:
It was reported that suture break occurred. A 12f flexima apdl drainage catheter was selected for use. Post catheter placement, it was noted the catheter was breaking at the hub and suture area. The device was removed from the patient in one piece, and it was exchanged with a new drainage catheter. There were no patient complications as a result of this event.